Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 46 mg/dl but their sensor glucose reading was 186 mg/dl. The customer did not mention any symptoms of their low blood glucose level. The customer declined troubleshooting for the low blood glucose level. The customer did not mention how they treated their low blood glucose. The customer will not return the device for analysis.